Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm to remove and reattached the cassette. Troubleshooting was performed and the pump continued to alarm. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was duplicated. The cause was identified to be a non-functional latch lock flex sensor. The flex sensor was replaced to address this issue. The device then passed all testing.